Event description:
Pump alarmed while infusing, error on screen. Pump unable to be restarted. Manufacturer response for infusion pump, outlook 400es (per site reporter): previously reported event that is reoccurring.